Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had failed drawer. The field service engineer replaced the row board cable and reseated the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that frequent drawer and pocket failures for 4s main hh drawer 3.1, drawer fails multiple times a day. The failure was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.